Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one sample was received for evaluation. The sample came in sealed packaging blister. The needle assembly has black spot at the base. The packaging blister was opened, and visual inspection was performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the sample provided. This is the 1st complaint for lot # 9162527 for this defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: the black foreign matter is a piece of rubber from the equipment. The rubber gasket was worn out/ damaged and a piece of it ended up in the needle assembly before the plastic shield was assembled. Rationale: CAPA not required at this time.

Event description:
It was reported that a foreign "growth" was found on the bd precisionglide¿ needle before use. The following information was provided by the initial reporter: "customer stated that there is "some sort of growth" on needle, and it cannot be used."